Event description:
I wear soft contact lens and I was flying to see a friend on (B)(6) 2010. I did not have the travel-sized contact lens solution so I stopped by (B)(6) when I got to my destination to buy a bottle. I bought the travel sized product, clear care. It said the usual words on the front that I look for --"no rub" and "one bottle solution." Although I had never used this brand, it said all the words that I look for when buying lens solution. I have worn contact lens for 14 years. I opened the package late at night and noticed there was an odd looking lens case included, but I thought it was something for travel. I put my lenses in my case with the clear care lens solution. The next morning, I washed my hands as usual and put in my left lens. It stung so I took it out. I assumed that I had not washed the soap well enough off my hands thinking that the soap at my friend's house was soapier and, perhaps, her water is softer making it harder to remove the soap. I then re-rinsed the lens and put it in. There was immediate searing pain in my eye! I had trouble removing the lens. I flushed my eye with water and then knew that something was terribly wrong. I went back to look at the package and in small print on the back of the package there were warnings that you had to use the case enclosed and not rinse the lens after soaking overnight because it contains hydrogen peroxide! I then noticed that it had two warnings on the flaps of the box about using the special case but nothing about why or the painful and dangerous consequences of not using the case. And, in the morning, I couldn't have read them as I did not have my contacts in! As the pain continued, it took me a little while to put together that I had an ocular burn. I looked it up on the internet and followed the instructions of jumping in the shower and washing my eye for 10 minutes. But since I had waited almost an hour trying to figure out what happened, the damage had been done. My eye hurt at a "7" on the 1-10 pain scale with 10 as the most pain I could imagine. I'm not a pain wimp and this pain was sustained. I called my ophthalmologist and he told me the damage was done and that I could go to the ER for narcotics. Since I don't like narcotic painkillers, I took the max dose of ibuprofen instead which didn't help much. I found on the internet warnings and blogs about similar experiences with this product since 2009. I had to drive for 1.5 hours to the airport with impaired vision and then 2.5 hours home after my flight. I can see better today and I think I will be okay, but I don't want anyone else to have to go through this experience. It was painful, scary, and it ruined my visit with my friend. Clear care should make it clear on the front of the package that this product is different from other cleaners and should not be put in your eyes. It is like buying toothpaste. You look for certain key words no matter what brand and think "yeah, toothpaste like I've been buying all my life" and then putting it in your mouth and having it burn off a layer of your tongue. Please make them change this. Contact lens uses have no reason to think from the front of their packaging that clear care cleaner would be different than the hundreds of bottles that we've already bought in our life. Dates of use: one day (B)(6) 2010. Diagnosis or reason for use: to clean soft contact lens. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: no.